Event description:
Customer reported the cuff was inflated but it didn't deflate. No further information provided. The report does not confirm any pt involvement. Pending further details related to this report.

Manufacturer narrative:
The sample is expected to be returned. If the sample becomes available, a summary of the investigation will be provided in a supplemental report.